Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7062373 medical device expiration date: 2021-02-28 device manufacture date: 2017-03-03. Medical device lot #: 7052082 medical device expiration date: 2021-01-31 device manufacture date: 2017-02-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultrasafe¿ leaked medication during use. It was also reported that the plunger ¿seemed flimsy¿. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported that a bd ultrasafe leaked medication during use. It was also reported that the plunger ¿seemed flimsy¿. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: the customer issued a complaint for a damaged/defective syringe detected by end user. Photo was provided for analysis. A batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. Investigation conclusion: based on the investigation conclusion the defect occurred due to misuse of the combination product.

Event description:
It was reported that a bd ultrasafe¿ leaked medication during use. It was also reported that the plunger ¿seemed flimsy¿. No reports of serious injury or medical intervention noted.